Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a low reservoir alert and was not sure if the bolus took or not. Customer stated that she noticed that her bolus did not record. Customer gave herself a bolus and stated that the bolus did record in the pump. Customer was advised to monitor the issue. Customer stated that it happened last night because her blood glucose was 525 mg/dl. Customer gave a bolus and it did not record. Customer declined troubleshooting for high blood glucose.